Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve/diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2009 (B)(6); 694765, implantable tachy lead, 2009 (B)(6); 5076-52, implantable pacing lead, 2009 (B)(6). (B)(4).